Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga the needle split through the catheter. There was no report of patient impact. The following information was provided by the initial reporter: material#382534 batch #0289972- it was reported that catheter defective / damaged.

Manufacturer narrative:
The following fields have been updated per completed investigation. Imdrf annex b gridl: b01, b14. Imdrf annex c grid: c13. Imdrf annex d grid: d14, d15. H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which display views of a 20ga bd insyte autoguard blood control IV catheter unit with the protective needle cover removed. The first photograph shows a view of the unit with the catheter adapter assembly intact over the needle and with the tip of the needle piercing through the catheter tubing wall near the tip. The second photograph displays a view of the same unit, but with the catheter adapter assembly pulled partially off the needle. The needle back from where it was piercing the tubing wall reveals a cut with a ¿v¿ shape characteristic in the tubing wall. Your reported issue was confirmed. The location of the piercing is characterized as a tip spear through. There is no media present, and no other anomalies or damage can be observed to the unit or components due to the limited view in the photo. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. In the manufacturing of the device, a misalignment of the set together station, bent tubing, or air blow inconsistency could potentially cause a defect as such. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this defect. Preventative maintenance (pm) is performed to ensure proper functioning of the equipment. Pms were conducted at 100% as scheduled with no deviations. There is a possibility for this type of defect to originate in the clinical setting due to improper technique during tip adhesion break. A device history record review showed no non-conformances associated with this issue during the production of this batch. We appreciate you taking the time to bring this observation to our attention. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga the needle split through the catheter. There was no report of patient impact. The following information was provided by the initial reporter: material#382534; batch #0289972. It was reported that catheter defective / damaged.